Event description:
It was reported that balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 12 atm upon second inflation. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient status was good post procedure.